Event description:
The patient was undergoing gastric bypass surgery. According to the operative note, the greater omentum was elevated. Cephalad and the ligament of treitz was identified. The jejunum was transected 20 cm distal to the ligament of treitz with the ethicon stapler with white cartridge. There was a small bleeding vessel that was controlled with harmonic scalpel, although the initial tool was reprocessed device and we had to switch it out to a new harmonic scalpel for achieving control.